Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot: unknown. H6) multiple annex a codes were applied to capture this event. A05 captures the amber light on the camera, a10 captures the exceeded storage temperature, and a110301 captures the restart that seemed to take longer than normal. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that was an amber light on the camera. There was troubleshooting present. It was reported that the network device interface (ndi) toolbox indicated the storage temperature was exceeded. The manufacturer representative (rep) stated they kept it in an airconditioned placed. The temperature setting was cleared and a restart was performed. It was noted the restart seemed to take longer than expected. After the restart, the amber light was still on so the rep went back to the ndi toolbox and the amber light went away and the internal storage temperature was set to clear. There was no patient involvement.